Event description:
It was reported that the implant of the right atrial (ra) lead was unsuccessful due to multiple dislodgements and the helix was not retract appropriately. It was noted that there was some tissue in the helix, but removing the tissue did not resolve the issue. Thera lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. The analyst noted that the lead was received with the helix bent, and the guide tooth was damaged, that caused at implant. Therefore, no helix function test possible. If information is provided in the future, a supplemental report will be issued.